Event description:
It was reported that the user experienced elevated blood glucose up to 215 mg/dl after a recent supply change, with no leaks or damage identified in the cartridge or tubing and with the ilet delivering insulin and functioning as expected; during the call the blood glucose decreased to 192 mg/dl, and the user was advised to monitor and change the infusion site if levels continued to rise. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-monitoring, and no hospitalization. Investigation included phone-based troubleshooting and user inspection of the infusion system. Investigation of this case revealed no device malfunction, no component damage, and normal insulin delivery, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.